Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The ra lead dislodged post implant and it was decided that an lv lead would be positioned in the cs behind the la. The ra has extremely difficult tissue to work with. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.